Event description:
It was reported that the balloon slipped off and was likely washed out in the blood. The thrombus was dense and may have contributed to the slippage. The fogarty catheter was used to embolectomies proximally into the atrium and obtain good brisk bleeding from the atrium into the superior vena cava (svc). The svc was clamped and the fogarty catheter was passed up the right internal jugular vein and thrombectomy followed by #4 fogarty. Second passage of the #4 fogarty balloon resulted in the balloon slipping off. Intended procedure was a placement of new peritoneal dialysis catheter. Right internal vein and svc thrombectomy. Placement of new double lumen right arterial catheter. Partial sternal closure using corematrix patch. There were no other therapies used on the patient. No other devices used on the patient. It was indicated by the customer that only one catheter was used on this patient.

Manufacturer narrative:
The device was discarded. The complaint could not be confirmed without return of the product, nor could a root cause or potential contributing factors be identified. Although the root cause of the damage cannot be conclusively determined, handling factors may have contributed to the event. A device history record review could not be completed as the lot number was not provided.